Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." Device location unknown.

Event description:
Patient's left hip was revised approximately 10 years after implantation due to a pseudotumor. During the procedure, the femoral head was removed and replaced.